Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately two months ago. Aneurysm and vessel morphology at implant were not reported. It was reported that status post the patient's cta there was thrombus present in the ipsilateral limb of the bifurcated stent graft. The thrombus extends from the proximal part of the graft to the flow lumen on the ipsilateral side compromising the flow by 50%. At this point no secondary intervention scheduled. The physician thinks the cause may be related to compression at the flow divider of the bifur. No additional clinical sequelae were reported.

Manufacturer narrative:
Results: inherent risk of procedure (occlusion). Patient's condition affected effectiveness of device (compression at the flow divider). Conclusion: device failure/lack of effectiveness related to patient condition (compression at the flow divider).